Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a confirmed burn smell during use. It was unknown if the product was in contact with the patient, but no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.